Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 16 years since the subject device was manufactured, therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. See additional information on h4, h6 and h10. Based on the results of the legal manufacturer's investigation, the reported phenomenon was not reproduced. However, it was determined that an image was not displayed because temporary communication failure occurred due to water leakage from the damaged part of the cable. It was recommended to replace the cable and the coupler. The instruction manual identifies the following related verbiage related to water leakage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Establishment name: wojewódzki szpital specjalistyczny im. Sw. Rafala w czerwonej górze. The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the cable was damaged and failed watertightness test, and a worn/rusty coupler was found. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during procedure, the image with the autoclavable camera head froze. The intended procedure was completed with the same device with no delay. There was no harm or user injury reported due to the event.